Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was reported the patient visited the emergency room, however, it was not reported if the patient was hospitalized for the event. It was reported the patient was treated with an unspecified medication (dose, route, frequency and duration were not specified) for an unspecified indication. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : it was reported that the patient experienced peritonitis and was hospitalized. The cause of peritonitis was reported to be due to endogenous infection unrelated to medication. The patient was treated with unspecified antibiotics (doses, routes, durations and frequencies not reported) for peritonitis. Fourteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. The pd disposable is no longer suspect in the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted.